Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported there was an actual break in the salem sump tube between the side vent port and the clear tube. There was leakage from the hole between the side port and the main tube. The leakage was noticed during med administration via gastric tube. The patient was unable to receive meds as prescribed due to the leakage, requiring a new salem sump to be reinserted.